Event description:
The patient received an implant on (B)(6) 2008 due to post trauma. The patient alleges vena cava perforation. The patient further alleges anxiety/depression and physical limitations. On (B)(6) 2019, per a report from computed tomography; ¿an inferior vena cava filter is present. The cephalad tip of the filter is central in the inferior vena cava and is present at the level of the joining of the left renal vein with the ivc and caudal to the right renal veins junction with the ivc. The 4 most caudal for most caudal struts (or legs) of the filter each extend at least 3-4 mm through the wall of the inferior vena cava. The other 4 legs of the filter remain within the inferior vena cava. There is no pericaval hemorrhage or hematoma. No evidence of fracture or bend struts (or legs). No evidence of inferior vena cava stenosis.¿ the following information is alleged: the patient received a gunther tulip on (B)(6) 2008 and, approximately 10 years and 1 month later, the patient underwent a computed tomography (CT) scan of the abdomen and pelvis which revealed that the 4 most caudal legs of the inferior vena cava (ivc) filter each extended at least 3-4 millimeters (mm) through the wall of the ivc. Hospital and medical records have been requested, but not yet provided.

Manufacturer narrative:
Investigation: the following allegations have been investigated: anxiety/depression, physical limitations. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Unknown if the reported anxiety, depression, and physical limitations are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Reporter occupation: non-healthcare professional. Investigation: the reported allegations have been further investigated based on the information provided to date. The following allegation has been investigated: vena cava perforation. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Catalog number and lot number are unknown, however, the alleged tulip is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available.

Event description:
The following information is alleged: the patient received a gunther tulip on (B)(6) 2008 and, approximately 10 years and 1 month later, the patient underwent a computed tomography (CT) scan of the abdomen and pelvis which revealed that the 4 most caudal legs of the inferior vena cava (ivc) filter each extended at least 3-4 millimeters (mm) through the wall of the ivc. Hospital and medical records have been requested, but not yet provided.